Event description:
The customer states that while performing daily maintenance on the axsym analyzer, the operator was injured when trying to unclog the sample probe. The operator did not remove the sample probe from the analyzer before attempting to unclog it. The probe pierced the gloves the operator was wearing and broke the skin on her hand, causing it to bleed. The operator followed standard procedures for accidents with cuts that break the skin including the administration of an hiv (azt) cocktail protocol. The operation is scheduled to return to work after one week.